Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but the lens was partially torn. The lens was removed with no patient injury, no enlarged incision or sutures.